Event description:
A falsely depressed gentamicin (gent) result was obtained on a low level quality control sample. During the period when the level 1 qc was below the lab's established range for the control, reports had been reported to physicians. Other levels of qc were within acceptance ranges of the facility. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed gent qc results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed gent qc result was non-standard use of the instrument and failure to follow instructions. The account did not recalibrate the gent method after replacement of the source lamp. The dimension rxl operator's guide instructs operators: "you must calibrate the light dependent methods ... When the source lamp is replaced." Gent is listed among the light dependent methods. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the account to evaluate the lamp and filter systems. The instrument is performing within specifications. No further evaluation of the device is required